Event description:
712920    not administering meds correctly.

Manufacturer narrative:
Analysis of the returned device is complete. The results are below: a review of the device history record has been completed. This pump passed all previous tests. Complaint data was was reviewed, there are no previous complaints on this device. Analysis of the returned device is complete. The results are below: the pump was connected to an administration set (hs-008, lot # 2203016) and an 100 ml infusion was run. The volume infused was 96.65 ml. The programmed volume was 100 ml. So, the flow rate deviation is -3.35%. The flow rate accuracy is within +/- 5% which meets the passing criteria. The reported issue is not confirmed.

Event description:
A customer reported that a pump was not administering medication correctly. Medication unknown. Infusion parameters unknown.